Event description:
A customer contacted beckman coulter regarding erroneous wbc, rbc and platelet (plt) results that were generated by the coulter lh 750 instrument. The initial wbc result was 101.8 x 10 to the 9th power cells/l. The initial rbc result was 4.18 x 10 to the six power cells/ul. The initial plt result was 101 x 10 to the 3rd power cells/ul. The results were printed with the instrument generated message of suspect blasts and variant lymphocytes. Per customer's lab rules the sample was re-tested. The repeated wbc result was 0.3 x 10 to the 9th power cells/l. The repeated rbc result 2.01 x 10 cell to the sixth power cells/ul. The repeated plt result was 48 x 10 to the 3rd power cells/ul. No additional information regarding this event was provided by the customer. Based on available information, there was no affect to patient treatment.

Manufacturer narrative:
Investigation summary (post event): qc information not provided. The 1st run was performed in an automatic mode. The 2nd run was done in manual mode. Sample ID# in the 1st run does not match the sample ID# from the 2nd run. Raw data from this event was reviewed by bci senior staff software developement engineer and no fundamental error with the software design was found. Results were printed with flags, indicating to follow laboratory's policies for reviewing the sample. Beckman coulter inc (bci) does not claim to identify every abnormality in all samples. Bci suggests using all available flagging options to optimize the sensitivity of the instrumet results. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.